Event description:
Boston scientific received information that this patient had experienced some syncopal episodes. Today, the caller was reviewing the logbook which showed some recent stored episodes with a year of 2004. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to synchronize the clock after the initial interrogation today and this will ensure an accurate date going forward. No other adverse events have been reported. This product issue will be updated if additional information is received.